Manufacturer narrative:
Investigation summary: photos received by our quality team for investigation. Through visual evaluation, damaged barrel is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, possible root cause is associated with broken fuse and low power resistance that caused molding failure of the barrel. As a corrective action, the molding was removed and the resistance was changed. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information received. It is reported that a quality problem was detected in code 900687, since "during the aspiration the syringe broke in half causing the tip to detach and shoot out." The piece is available for analysis.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe broke in half after drawing up the medication. The following information was provided by the initial reporter, translated from spanish: "it is reported that a quality problem was detected in code 900687, since "when the medicine was sucked the syringe broke in half causing the tip to detach and shoot out.""

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.